Event description:
It was initially reported that the patient had died, due to unk reason. Patient expired in 2003. Follow up with the patient's treating physician revealed that patient had died of sudep. No autopsy was performed, and patient was found dead at home as per the hospital. Physician indicated that they did not notice any problem with the device prior to death. Physician indicated that patient's death was not related to vns.

Event description:
Cause of death information obtained from the (B)(6) was reviewed by the manufacturer which indicated that the patient's cause of death was severe mental retardation, other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of probable sudep. There is no allegation or other information indicating that the death is related to vns.